Event description:
Procedure type: unk. It was reported that during the surgery a piece of blue rubber-like material was found in the pt. However, the surgeon does not remember the specific circumstances of the case, or the device form which it may have came. But the surgeon did state that the material was retrieved from pt abdomen/cavity without injury.

Manufacturer narrative:
Note: only a small piece of unidentifiable material was returned for analysis. At this time, the origin of the material is unk, but evaluation is on-going.